Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of over 400 mg/dl.and inquired if insulin pump was not delivering insulin appropriately. The customer had symptoms such as feeling light-headed and treated with manual injection. Customer's blood glucose value was 137 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer called back to perform high pressure test after receipt of tubing clamp. Insulin pump passed high pressure test.